Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, the patient had a pre-existing condition, (unknown), that required surgery. During the surgery, the patient's esophagus was damaged which required the placement of the peg tube. Approximately two weeks after the placement of the peg tube it appeared to be clogged. Food would no longer go into stomach it came back out. The patient was brought to the hospital where the ER physician would not replace the peg tube stating the patient would not survive the procedure. The patient passed away some days later. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The initial reporter is the patient's daughter, and due to confidentiality a name will not be provided. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, the patient had a pre-existing condition, (unknown), that required surgery. During the surgery the patient's esophagus was damaged which required the placement of the peg tube. Approximately two weeks after the placement of the peg tube it appeared to be clogged. Food would no longer go into stomach it came back out. The patient was brought to the hospital where the ER physician would not replace the peg tube stating the patient would not survive the procedure. The patient passed away some days later. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.